Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an ongoing occlusion alarm occurred. Customer bolused via the pump and changed pump supplies to address the issue. It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 594 mg/dl. Reportedly the customer experienced a migraine. Customer was treated with intravenous fluids of saline and insulin and tylenol to address the issues. Customer was discharged (B)(6) 2023 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.